Event description:
It was reported that this right atrial (ra) lead exhibited an increase in pace impedance from 456 ohms to 779 ohms following an atrial fibrillation ablation procedure. Specific patient information as well as ra lead model number and serial number information were not provided. These impedance measurements are still with normal specification limits. Evidence is suggestive the ra lead remains in-service. No patient symptoms or adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).